Event description:
Edwards received notification that during a pascal ace precision procedure in mitral position, the patient became hemodynamically unstable and required CPR. After introducing the implant out of the guide sheath, the physician noticed a drop of blood pressure. Patient had to be reanimated with CPR. No bubbles or st elevation were observed however an air embolism was suspected. Procedure could be successfully finished with a good outcome. Patient was doing well post procedure.as per medical opinion the root cause was likely an air embolism.mitral regurgitation was reduced from 3+ to 1+.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Not returned- implanted

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h10.

Event description:
Additional information received stated that the patient was under general anesthesia and the hypotension event could also be a reaction to the sedation/anesthesia.

Manufacturer narrative:
The following sections were updated/added: b4, b5, b7, g3, g6, h2 and h10.

Event description:
Additional information received stated that the patient is doing well. During his inpatient stay, the patient had no abnormalities or indications of any consequences of the event in question.

Manufacturer narrative:
The complaint for inadequate aspiration, air remaining in device during insertion, was confirmed with empirical evidence. The event description was reported by the clinical specialist and included a description of the physician noticing a drop in blood pressure. No device was returned for physical evaluation for non-conformances. However, a DHR review of the lot in question revealed no non-conformances applicable to the event description. Representative units were used in testing for the air introduction test procedure (quantitative data results). Air introduction testing showed that air introduced by the pascal precision system was within the qualified range. No procedural issues could be identified or reported. Potential root causes for the presence of air may include: omission of a flushing/de-airing step; improper stopcock/syringe technique; device-related defect that could not be confirmed due to complaint unit not being returned. However, a true root cause is unable to be determined.